Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii to IV.

Event description:
Patient reported "my left breast had become extremely painful, swollen and misshapen." Patient had mammogram and received a diagnosis of capsular contracture grade 3 to 4. Patient states that physician reportedly confirmed "it was more of a grade 5 to 6 as it is extremely deformed." Due to the misshapen appearance, and the discomfort device replacement has been recommended. "The implant is very painful and is affecting me whilst driving on occasion causes shortness of breath. In addition to this it is severely affecting my confidence" the device remains implanted.